Manufacturer narrative:
The device was not returned to resmed for investigation. An investigation was performed by the device distributor in (B)(4) which determined there was no fault found with the returned unit. The reported issue was reviewed by resmed clinical staff. Based on their review, from the evidence presented, they can see no specific relationship between the use of the stellar device and the issue. (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient was diagnosed with mediastinal emphysema after using a stellar device.